Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee arthroscopic procedure it was reported that the blade started to shed metal shavings into the joint and then froze up. The sheds were removed with a new shaver to suck up the shavings. A five minute delay and no patient injuries were reported.